Event description:
It was reported that a pt underwent a thyroidectomy procedure on (B)(6) 2010. Prior to placing the drain, the protective sheath which is placed over the trocar was only able to be removed by "brute force". There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.